Event description:
It was reported that the luer lock of a secondary medication set separated from the tubing. This occurred after priming with saline and before patient connection, during an attempt to tighten the connection due to a leak from around the luer lock connector. It was further reported that ¿no cracks/holes were noted. [A]ll luer connections were checked to ensure that they were secure prior to use, however during double check, the component came off.¿ there was no patient involvement. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). The customer reported lot # 8541204590, however this lot is not recognized by baxter. (B)(6). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.